Manufacturer narrative:
F(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the guidewire became stuck in patient¿s bone and fractured when the surgeon attempted to remove it. The broken fragment was removed from the patient. No patient complications were reported.